Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had a loose fit of the light cord in the receptacle. The issue occurred during setup. There were no reports of patient involvement